Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not hold a charge. Additionally, it was reported that the "insulin keeps running" and unspecified alarms occurred. Customer also alleged that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Customer's blood glucose level was 40 mg/dl; cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.